Event description:
It was reported that hospital user stated that purewick male external catheter was awful. Every time user strained to urinate, it would dirty the user. Some nurses fussed so much that user wouldn't say anything and ended up with a rash and sores on skin. Out of hospital 6 days but still treating it. It leaked around the tape too. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.